Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred between (B)(6) 2012. The device was not available for further analysis. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified solution did not flow from an infusor during patient use while on an airplane flight. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction associated with the reported condition. Additional information was requested, but is not available at this time.